Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent. It was reported that the patient was hospitalized and then discharged after two days. The same day as event onset the patient was treated with injection meropenem (1.5gm, once daily, intraperitoneal, for 6days) for peritonitis. It was reported that the patient recovered from peritonitis event after one day. Pd therapy was ongoing. It was reported the caregiver was retrained on the proper aseptic technique. No additional information is available.